Event description:
On (B)(6) 2024, intuvie received a report from the customer reporting a zyno pump had system error. No patient injury/harm reported.

Manufacturer narrative:
The pump was requested to be return for further investigation. This MDR will be reopened and updated in the event the pump involved or additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Manufacturer narrative:
Upon reassessment, the reported system error failure mode has been determined to be non-reportable. It was determined that events involving a system error alarm during infusion are not reportable. The occurrence of system error represents a severity of 2 - minor injury to the patient or user not requiring professional medical intervention. Our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Therefore, this event is not reportable. Reference to complaint #: (B)(4).

Manufacturer narrative:
Intuvie received a report stating that the device displayed a system error. During the investigation, the reported issue of the pump displaying a system error could not be confirmed. The cause of the failure could not be determined. Additionally, the device failed the intermittent occlusion alarm was observed. The failure mode was not confirmed. The cause of the failure could not be determined. A review of the device's serial number history revealed no previous similar complaints for system error and intermittent occlusion alarm. CAPA- zm2023-23 has been initiated to investigate the occlusion alarm failure. Reference to complaint # (B)(4).